Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The target lesion was located in the circumflex artery. The reference vessel diameter was 2.7mm and the lesion length was 12mm. Pre-procedure was 99% stenosis and post-procedure was 0%. Direct stenting was not attempted. A non bsc balloon catheter was used during the procedure. A 2.5x16mm liberte stent was implanted. An additional liberte stent was implanted because of a dissection. The procedure was a technical success. The patient was discharged 3 days later without anginal complaints or silent ischemia. Discharge medication included aspirin 100mg daily/indefinite and clopidogrel 75mg daily/12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4): device not returned for analysis